Event description:
It was reported to kendall healthcare on 01/2002, that a paracentesis catheter became disengaged from it's hub and slipped into the abdomen. The physician stated that the patient was not a candidate for attempted retrieval of the catheter.